Manufacturer narrative:
H3,h6: a hardware analysis was initiated for to bi71000212 determine the probable cause of the reported behavior. Analysis found that the complaint was verified and the issue was consistent with a previously known and tracked hardware anomaly. When the tilt drive assembly was tested with the motion cart, it failed. The motor assembly and drive failed to rotate and was noted to be a faulty assembly. Codes b01,d02 are applicable and previously reported. Code c07 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000442rpend, product ID: bi71000180r; product ID: bi71000915, h3, h6: no products have been received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the door wasn't opening and the rotor did not move. Discovered during planned maintenance (pm). There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: bi71000442r, product ID: bi71000180r, product ID: bi71000212, h3, h6: system service was completed in the field. Loss of motion happened after rebooting during planned maintenance (pm), verified which controller went out via dmc software - gantry controller was bad. Tried reinstalling firmware for gantry ctrl, verified connection to ethernet switch / gantry ctrl. Found controller error=111. Ordered gantry ctrl. After boot up, was only able to raise gantry / forward. Performed invalidate home to reset positioner. Replaced gantry controller, updated firmware, reset device. Troubleshoot with motion svce console. Pulled log / sys log. Troubleshoot motion interface, ordered motion interface, was not able to measured gantry ctrl pin 7 / 14 on j8 for 24v. All controllers were off line in ias app. All controllers have no 96v. Ordered motion control interface. Verified gantry ctrl I sout, no 96v or brake 24, exchanged gantry ctrl, updated firmware. Bypassed network cable to gantry ctrl. Manually rotated gantry/ check rotor alignment. Performed run level=8 in motion svce console. Pendent shows door open now. Verified door pins/switch is engaged. Verified door open, rotor movement, no tilt. Rotor not homed and is at 173 degrees. Pendant / x-ray ready light working normal. Cleaned / lube stuck pendant, free tension in tilt motor. Replaced tilt motor, invalidate home. Performed system checkout. Device then returned to service. B01, c13, and d02 are applicable. H3, h6: product: bi71000442 was received for analysis. However, analysis hasn't been completed. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the enclosure motion control was returned to the manufacturer for analysis. The enclosure motion control was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. H2) correction: additional code img code corrected to include g04035. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product bi71000442 was received for analysis. Confirmed reported complaint. "Door not opening." Installed enclosure motion control in o-arm system. The system did not initialize. Motion did not ready. Ias firmware installer confirm a firmware failure. Enclosure motion control will not hold firmware. B01, c10, and d02 are applicable. H3, h6: product bi71000442r was received for analysis. Unable to confirm reported complaint. "Door not opening." Installed gantry motion control in a test imaging system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Docking the system passed. Previously reported b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.